Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4) is used to capture required medical/surgical intervention as the patient's femoral head collapsed into varus and required a hemi-arthroplasty. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2017 patient presented to the emergency room with a intertrochanteric hip fracture. The fracture was confirmed with x-rays. The surgeon took the patient to the operating room on (B)(6) 2017 and patient was implanted with a long trochanteric fixation nail advance (tfna) nail with helical blade and distal locking screws. On (B)(6) 2017, an x-ray during normal follow up showed the femoral head starting to slightly collapse. The surgeon elected to wait and watch the fracture. X-ray on (B)(6) 2017 showed further collapse of the head into varus. On (B)(6) 2017, surgeon took the patient back to the operating room to remove the tfna nail, the tfna helical blade, and two locking screws and took cultures. None of the implants were broken and the removal was a success. A hemi-arthroplasty was performed in place of the hardware removal. Concomitant parts: 5.0mm ti locking screw with t25 strardrive 40mm f/im nail (part number: 04.005.530s, lot number: h359595, quantity 1), 5.0mm ti locking screw with t25 stardrive 38mm f/im nail (part number: 04.005.528s, lot number: h329932, quantity 1). This report is for one (1) 10mm/130 degree ti cannulated tfna 360mm/right - sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Sterile part 04.037.056s, lot h149887: manufacturing location: (B)(4). Manufacturing date: august 04, 2016. Expiration date: june 30, 2026. Component parts and raw material was reviewed and met specification. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.